Event description:
It was reported that an alert/notification settings issue occurred. The patient reported that she inserted a new wearable device on the morning of (B)(6) 2025. Later that afternoon, while traveling in a vehicle, she experienced hypoglycemia and lost consciousness. The last glucose reading she recalled before losing consciousness was 101 mg/dl. Her husband promptly pulled the vehicle over to the side of the road and administered baqsimi (nasal glucagon), and the patient regained consciousness. They decided not to seek hospital care as she already regained consciousness and her condition began to improve shortly thereafter. The patient also mentioned that neither her dexcom app or her omnipod 5 insulin pump issued any alerts during the episode, despite all notifications and alarms being enabled and set correctly. At the time when patient reported the issue she was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.